Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was originally reported on 14 november 2024 that the manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator and there was no harm or injury reported. It was further reported that the device had not yet been returned to the manufacturer and at that time, we were unable to confirm the alleged malfunction. Further investigation into this complaint has determined that this device issue had been previously reported on emdr 2518422-2024-101718 and 2518422-2024-101718-1. This complaint record (2518422-2024-103886) is confirmed to be a duplicate complaint. Please close this record as a duplicate of the aforementioned emdr report.